Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient would put their laptop on their lap, the device would ¿speed up¿ sensation. It was noted that when the patient removed the laptop from their lap, the sensations / pulses would slow down. The patient stated that the rapid increased in sensations was directly due to the computer on their lap. It was noted that when the laptop was used with a lap pad sensations were normal. It was noted that the patient did not put the laptop directly on their lap again. It was further noted that when the patient was standing outside on their driveway, their left leg began to shake uncontrollably. It was noted that the patient found out that this occurred during a weather occurrence called ¿sheet lightning.¿ it was noted that the next few day the device was not functioning properly. It was noted that afterward that patient made an appointment with the physician who performed the implantation of the device and had the device checked and the programs adjusted as the patient was not ¿feeling¿ the sensations. It was noted t hat the patient¿s bladder was not emptying after the weather phenomenon. It was noted that the patient became incontinent and their bladder was leaking and the patient was uncomfortable with a full bladder. It was noted that in (B)(6) 2009, when the patient was riding on a tube they rolled off the side into the water. It was noted that since the patient said they were told that ¿they could do anything ,¿ they felt that this one time activity would be okay to do. It was noted that immediately after this event, the patient¿s device discontinued to function. It was noted that the physician decided that the 2007 device was damaged and dysfunctional. It was noted that during implantation of a second device it was decided not to remove the first device as it was too involved with tissue and would be difficult to remove. It was noted that the patient began more involved exercise program and after beginning (B)(6), the patient had sharp pain down their left leg and lower back, hip, and knee. It was noted that and x-ray of the hip and knee showed no injury. It was noted that the pain continued. It was noted that the patient made an appointment with their implanting physician. It was noted that a ¿digital x-ray¿ was taken of the device and showed that it was in the same position as when it was first implanted. It was noted that the discomfort and pain as well as the worry resulting from the device was a burden. It was noted that the patient was limited in the amount and type of activities they could perform. It was noted that the patient could not exercise, bike, walk far, sit for long periods of time, and lay for a few minutes without discomfort. The patient noted that when they sat on the commode, they felt a snap or ¿movement as of a wire¿ on their lower spine.

Manufacturer narrative:
Neurostimulator model 3058 serial# (B)(4) implanted: (B)(6), 2009 explanted: unknown lead model 3889-28 lot# v299391 implanted: (B)(6), 2009 explanted: unknown programmer model 3037 serial# (B)(4) lead model 3093-28 lot# v050971 implanted: (B)(6), 2007 explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient stated their implantable neurostimulator (ins) on their left side was ¿dysfunctional and shut down¿ and their ¿right side is almost gone.¿ it was noted the patient was scheduled to have an appointment on (B)(6) 2014 to see if they just needed a new battery or if they needed a new lead too.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the lead was dislocated during the tubing incident that occurred in fall 2009. Another system was put in as the healthcare provider (hcp) did not want to take the system on the left out because it was "too connected with tissue" so another device was put in on the right side. In (B)(6) 2014, the patient's ins was going to be replaced because of normal battery depletion. The doctor decided to take both systems out and put in a new one.

Event description:
Additional information reported that the patient¿s implantable neurostimulator (ins) was ¿dysfunctional¿ and had been since the early fall of 2009. It was noted that patient had was on an inner tube (with a dog) and felt a shock during ¿sheet lightening.¿ the patient stated that their left leg and left arm were ¿shaking¿ and that the device had not worked since. The patient believed that the ins was touching their sciatic nerve and had a sharp pain as a result. Due to insurances issues, the ins was not removed but was shut down and turned off. The patient stated that they ¿still feels it at times and it vibrates¿ to their hip if they sat or would lie down for too long. The patient experienced ¿horrible sharp pains¿ down their leg. A CT performed noted that the placement was fine. The patient stated that they were older and less active. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient fell and the device broke. The patient had a device put in on the left and believed it could potentially cause problems in the future. She felt a "weird stimulation" when sitting from the device that was no longer working. The patient stated that she was asked under anesthesia if she was ok with them putting in a new device on the other side. She agreed, and now has two devices. Additional information has been requested, but was not available as of the date of this report.